Event description:
Customer reported that a pentax bronchoscope was used in a procedure on a pt who had been diagnosed with mycobacterium avium intracellulare (mai). Following the procedure, the bronchoscope was processed in the steris system 1 processor. The scope was then used in a subsequent bronchoscopy procedure, processed in ss1 and again used in a bronchoscopy procedure. Cultures were later taken from the two pts in the subsequent procedures. Both culture results of the pts were positive for mai.